Event description:
Attempted to catheterize a pediatric patient with three separate 5 french pediatric catheter kits with lot # 2019092390. Urethra was visualized and there were no apparent challenges with the patients anatomy or holding of the patient. Catheters were floppier than normal, not stiff enough to advance. The catheter insertion in the tube was far looser than expected which could cause issues with sterility. Gloves were of very poor quality. As a result patient was bagged for a urine specimen- which was not an ideal sampling. The poor quality of these kits caused repeated attempts and discomfort for the patient and parent. Opened several other kits with lot # 2018102990 and the catheter was just slightly larger and stiffer. Catheter was more securely anchored in tube. Gloves were still of poor quality.